Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, no defects or failures were identified. The device was investigated and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported drilling is difficult and imprecise, especially in small fragments. This is report 1 of 1 for complaint #(B)(4).